Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump emitted call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple call service alarms observed in the black box history. Unrelated to the original complaint, the pump was returned with moisture visible through the display lens. The display screen was blank due to moisture in the pump. The time and date were not accurately set at the start of investigation and the pump could not perform a rewind, load, and prime sequence due to moisture. There was moisture corrosion visible in the battery compartment. A battery compartment leak and crack in the casing was found during testing. There was moisture corrosion visible on internal pump components when the pump cover was removed. The call service alarm complaint could not be investigated further due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.